Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the lead was unable to be placed at the bundle of his. The physician could not reach the lead enough to hold the lead tip for a deeper placement. The left ventricular port was plugged. The patient¿s condition was stable.